Event description:
It was reported that the reservoir was popping out from the back of the insulin pump. The caller believes that the stopper was falling out from the device. Troubleshooting was performed. It was stated that the grey circle part had popped out several times, and the customer had to push it back into the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with a cracked case near the reservoir window and a cracked case near the display window corner. The insulin pump passed the displacement and basic test.